Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the lens of the telescope was damaged and misaligned, and the blue ring was loose and misaligned. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation results are based solely on the information provided by the customer and the service business center since the device was not returned to olympus surgical technologies europe. Based on the results of the investigation, it is likely that the cause was due to the effect of a large mechanical force caused by an impact, fall, or collision with other devices. Olympus will continue to monitor field performance for this device.